Event description:
Patient was implanted with a pfc sigma ps. After 2 months he has pain and was unable to bend the knee. Clinical and x-ray examination show that the pe was out of its location. A revision is needed to change the pe. After examination of the pe, it was noted that the posterior edge of the pe is flattered.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. Patient x-rays were provided. Based on review of the x-rays, the root cause for disassociation could not be determined. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The received device was forwarded to commercialized product development for evaluation . A draft investigation form/template was utilized to document the evaluation and observations of the returned products as a pilot for the accuracy and effectiveness of a proposed standardized approach. The damage noted on the insert is consistent with disassociation and attempted function while misaligned. However, the root cause cannot be determined. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.